Event description:
It was reported that following a hydrocele procedure, the patient experience erosion of the inflatable penile prosthesis (ipp) pump through the scrotum. The pump was removed and the patient was placed on antibiotics. There were no further patient complications reported.

Event description:
It was reported that following a hydrocele procedure, the patient experience erosion of the inflatable penile prosthesis (ipp) pump through the scrotum. The pump was removed and the patient was placed on antibiotics. The patient later underwent a procedure during which a new pump was implanted. There were no further patient complications reported.